Event description:
A physician reported a pt who was treated on 10/11/96 to the glabella, lower chin and lines below the lower lip. Approx four hours after the treatment, the pt developed swelling, tenderness and bruising at the glabellar injection site. Over the course of the next 2 days, he then developed erythema and white bumps described as "pustules" at the site. On 10/14/96, the pt's wife called to report the symptoms. No crusting was reported and the other sites of treatment were asymptomatic. The physician believed the symptoms represented a vasospasm or possible necrosis and prescribed cipro, ibuprofen and topical neosporin. He had not seen the pt since the date of treatment.